Manufacturer narrative:
The unit had flashing white lcd due to cracked lcd controller. Unable to perform the functional test, including the self, sleep current and measurement, active current measurement, rewind, prime, seating, basic occlusion, occlusion, force system and displacement tests or test for pump error due to flashing white lcd. During visual inspection, the internal lithium battery was properly connected and unit had a scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was unknown at the time of incident. No further details provided.